Event description:
Technician alleged that the brakes lock but will swivel. No patient impact.

Manufacturer narrative:
The technician replaced the brake caster and the brake steer caster to resolve the issue.